Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported 17may2023 by a representative of wuhan lulu techology co. Ltd, during a ureteroscopic holmium laser lithotripsy two ncircle tipless stone extractors (rpn: ntse-022115-udh; lot: 1432984) were removed from their packaging and would not open. A third same type device was opened and experienced a different issue, captured under manufacturer reference #1820334-2023-00744. The devices did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual and functional test of the complaint device was also conducted. Two ncircle tipless stone extractors were returned to cook for investigation. Both were tested and the handle could not actuate the basket assembly. The yellow support sheath was observed to have detached from the basket sheath on both devices. A document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14329841 records no relevant non-conformances. A search of the complaint database found no other complaints reported for this lot, other than the additional complaint reported at the same time as this one from the same customer. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: ¿precaution: do not use excessive force to manipulate this device. Damage to the device may occur¿. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Based on the available information and results of the investigation, cook has concluded that the cause of failure mode could not be concluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: name and address - phone: (B)(6), mobile: (B)(6). G4: PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopic holmium laser lithotripsy, two ncircle tipless stone extractor were removed from their packaging and would not open. A third same type device was opened and experienced a different issue, captured under patient identifier - (B)(6). The devices did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.